Manufacturer narrative:
The service evaluation identified the adhesive at the distal forceps cover was found peeled off. Additionally, the pink rubber coating on the probe unit is chipped. There is a crack on the bending section cover adhesive. Switch button (1) is cut and there is deformation/buckle on the insertion tube below the protective boot cover. The asset was repaired and returned to asset stock. The asset was previously serviced via repair in november 2021 with no problems found, inspection only. The cause of the reportable defect could not be confirmed. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus was informed that the asset/loaner evis exera ii ultrasound gastro-videoscope was returned to the service center with no reported allegation of any malfunction associated with the scope. However, during inspection and testing, the adhesive at the distal forceps cover was found peeled off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 09-nov-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.